Event description:
It was reported that the implant was broken. The surgeon used and finished the surgery with an alternative one.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Device history records were reviewed showing no deviations or anomalies. Returned is the centralizer which is fractured in half. No additional complaints have been received against the manufacturing lot of centralizers associated with this complaint, which was manufactured in september of 2012. This device is used for the treatment of the patient. The surgical technique states that the centralizer should be seated onto the medial proximal aspect of the stem, abutting against the minimized collar. Use of the proximal centralizer is optional, and no harm to the patient was indicated. With the information provided, a definitive root cause cannot be stated.